Manufacturer narrative:
Product not returned.

Event description:
The user facility reported that the device ran-on prior to a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.